Manufacturer narrative:
Concomitant medical products: product ID: 97754 lot#serial#: (B)(4), product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient reporting that the patient¿s device had never worked right for then since implant. They stated that during the trial they had relief, but since implant they felt like it had not worked to control their neuropathy/pain. The patient confirmed that they had the neuropathy prior to getting their implant and the pain was chronic pain. They stated that a few weeks ago they could barely touch it and that their leg felt numb. Patient services recommended that the patient decrease stimulation down or turn their ins off. The patient stated that they never keep stimulation high. They wanted the device to be taken out, but had no healthcare provider (hcp) at the time. Patient services offered to send a physician listing and the patient accepted. The patient also mentioned that they felt burning in their back. During the call, they reported that they spoke with a manufacturer representative (rep) on (B)(6) 2018 via the phone and made the rep aware that the device wasn¿t working right and that they were having pain. Patient services recommended that the patient follow-up with their hcp to check on issues and the device. It was reported that the device not working to control their pain began since implant on (B)(6) 2017). The numbness in their leg started a few weeks ago in 2018 and it was asked but was unknown when the burning in their back began. The patient called back later the same day stating that their doctor¿s office closed and they didn¿t refer them to someone else. They stated that their device was put in and was on recall. The then stated that they were not able to charge their implant. The patient stated that their husband fixes their recharger so that they can charge and within 10 minutes their leg went numb. The patient stated that this was what the recall was about. The patient also mentioned again that their device was burning and never worked right. The recall and the recharging from april 2016 was reviewed. Then the patient was referred to use the physician list sent to them for looking for a doctor to remove the device. Additional information was received from the patient on (B)(6) 2018 reporting that their charger was not working and their device was totally drained. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since implant she has only experienced about 40% improvement in pain control and then it does not seem to work as well. She has been taking pain medication at night, which she doesn¿t want to take. The patient said that the pain was so bad at night that she isn¿t getting much sleep. The stimulation was for the buttocks, legs and feet. The patient reported she has a condition which the myelin sheath is coming off and she has neuropathy. The patient mentioned that the incision site was still sore. The patient met with the manufacturer representative the day prior to report and had reprogramming. The reprogramming helped for a while and later in the evening the pain returned. The patient said that she doesn¿t like the tingling sensation, so the representative programmed so that she would not feel it. The patient was currently set to 5. The patient and her husband were given some information about the patient programmer but they have not made any adjustments yet themselves and they don¿t know how to use it. The patient had a post-op appointment scheduled for (B)(6) 2017. It was reviewed that time to therapeutic benefit and healing time varies for ea ch patient. The patient was redirected to their healthcare provider. The patient did not want to review the patient programmer during the call. It was suggested that she and her husband review the patient programmer manual to become familiar with the basics such as therapy screen. It was reviewed that there was expectation that the patient learns the patient programmer to be able to make adjustments as needed. It was suggested that the patient keep track of her pain control results and review with healthcare provider and manufacturer representative. No further complications were reported/anticipated. The indication for implant was non-malignant pain.

Event description:
Additional information was reported that the patient called back because they wanted to discuss recalls and wanted confirmation that her implant was no longer any good. Brief recall information was reviewed and the patient was redirected to FDA.gov and to their healthcare provider (hcp). The patient said that she has someone in mind and started trying to get in to see a hcp from the list. It was also reviewed reported adverse events and sent the patient "using your spinal cord stimulator (scs) system" via email calling attention to the last page adverse event section. The patient said their hcp never saw the patient after recovery. The patient saw the hcp for another reason and the hcp never touched her or never looked at her back and then disappeared. The patient stated, "she knows when something doesn't work and she is the one who has been in agony since (B)(6) 2017". No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and from a manufacturer representative (rep). The rep reported that the patient called the rep to notify them of a recall notice they read on the internet involving the device model they had. The patient stated they believe they should get a free explant and replacement due to the inadequate charging difficulties they had experienced. They also reported that the stimulation was not helping the pain. On (B)(6)2018, the patient contacted patient services and reported information previously reported in addition to the following: the ins does not stay charged, they were not getting coverage in their back, they had adhesions that were extremely bad that were very painful because they would hurt and sting, so they couldn't touch the ins site. They stated they had to have 5 surgeries because of the adhesions. The cause of these reported issues were not known at the time of the report. The patient inquired about the recall from april 2016, which was reviewed with the patient. The patient was sent physician listings and was redirected to see a healthcare provider to discuss options pertaining to device explant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated previously reported information. They stated that they received a follow-up letter, and they cannot answer any of the questions because they haven¿t seen anyone yet. They stated that they have no idea about the answers and that their issue have not been resolved. The patient added that they weigh (B)(6)pounds. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they the complete system removed on (B)(6)2019. Patient services asked the patient how they were and the patient reported that they were ¿sore but good¿. The patient was asked the name of the doctor that removed the device, but the patient stated that they were not going to say the name of the doctor. The patient stated that they had the implant and it was in their hands. They stated that the device never worked and they had to charge it every day. The patient stated that they couldn¿t turn stimulation on high enough to help them. The patient stated that they were in more pain when they had the device implanted than without the device. The april 2016 recall was reviewed with the patient. No further complications were reported/anticipated.